Manufacturer narrative:
Reported event: it was reported, "the doctor revised a triathlon tibial insert performing an I&d due to infection of right knee. Original surgery was (B)(6) 2020. Update (B)(6) 2020 wg: rep provided primary and revision usage sheets, and reported that no further information will be released by the hospital or surgeon.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. No medical records were received for review with a clinical consultant. Product history review review of the device history records associated with rob118 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification (B)(4) reports no similar complaints for tka software ¿ other. Conclusions: it was reported that the patient's right knee was revised due to infection. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
This pi is for the robot used in the primary procedure.(B)(6) revised a triathlon tibial insert performing an I&d due to infection of right knee. Original surgery was (B)(6) 2020. Update (B)(6) 2020 wg: rep provided primary and revision usage sheets, and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplement al report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. Dr. (B)(6) revised a triathlon tibial insert performing an I&d due to infection of right knee. Original surgery was (B)(6) 2020. Update 06/february/2020 wg: rep provided primary and revision usage sheets, and reported that no further information will be released by the hospital or surgeon.